Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace capd disconnect y set with ultraset capd disposable disconnect y-set d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4) with (B)(4). G4: combination product: add no (previously blank). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a cut at the corner of the drain bag. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing identified a leak from a cut located at the top corner of the drain bag. The reported condition was verified. The cause of the condition was related to manufacturing caused by the stripper plate being out of alignment during the removal of the excess material. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a capd disposable disconnect y-set was broken which resulted in a leak. This occurred after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.